Manufacturer narrative:
The calibration and qc results were ok. An instrument issue could be excluded as repeat measurements with the samples were confirmed to match. The investigation reviewed the alarm trace and there was no indication of an issue. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer confirmed the samples did not contain fibrin strands. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs stat results for one patient tested on two cobas 6000 e 601 modules. The serial numbers for both e 601 modules were (B)(4) and (B)(4). The patient's initial troponin results for each sample were reported outside the laboratory. The customer questioned the troponin results from the second sample as the troponin results did not match the patient's troponin dosage curve. The customer performed repeat testing with all three samples. At 10:36, the patient's initial troponin result on serial number (B)(4) was 3.93 pg/ml. At 11:57, the patient's repeat result on serial number (B)(4) was 3.75 pg/ml. At 11:37, the patient's initial troponin result on serial number (B)(4) was 9.60 pg/ml. At 13:25, the patient's repeat result on serial number (B)(4) was 8.02 pg/ml. At 13:05, the patient's initial troponin result on serial number (B)(4) was 3.65 pg/ml. At 13:29, the patient's repeat result on serial number (B)(4) was 3.38 pg/ml.